Event description:
Information received from the field does not address the patient's clinical status but notes migration, lead dislodgement, and loss of capture. The lead will be evaluated at a later date.